Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: a mentor memorygel breast implant 400cc , catalog: 3544400, serial number: (B)(4), lot 5772028. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced rupture on the left breast implant. The rupture was confirmed by MRI. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 8/16/2019, during evaluation of the device it was observed a tear located in the union between patch and shell. Microscopic examination of the edges of the rupture was performed and it did not provide conclusive evidence of what could be the root cause. No additional anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses.it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).